Event description:
Info received indicates the right siderail would raise but would not latch due to a missing shoulder bolt that secures the latch plate.

Manufacturer narrative:
The tech replaced the shoulder bolt to repair the stretcher.